Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove from the patient's artery. In accordance with the instructions for use, the access ports were used to remove the device from the patient's anatomy. Hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was provided. Review of the device lot history record did not produce any findings relevant to this report.